Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No fragments were generated. The surgeon completed the procedure by inserting the nail and hitting the insertion handle to drive the nail in.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.033.001, lot: l862515, manufacturing site: hägendorf, release to warehouse date: july 19, 2018, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the hybrid insertion handle was received at us customer quality (cq). Visual inspection of the complaint device showed no damage or defects. Functional test: a functional assessment was not able to be performed as the tip of the mating device (pi-16214407015169412) was broken and stuck inside the insertion handle. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage on the mating device. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the tip of the mating device was broken and stuck inside the insertion handle. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, driving cap threaded was broke off when hammering the nail inside. It was retained in the radiolucent insertion handle. Procedure was successfully completed. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) radiolucent insertion handle frn. This is report 2 of 2 for complaint (B)(4).